Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a low blood glucose event. The customer¿s blood glucose level was 46 mg/dl at the time of the incident and treated with food. Customer declined low blood glucose troubleshooting and stated that the blood glucose reading went back up to 116 mg/dl. The customer stated that the insulin pump alarmed motor error after it was expose to MRI. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer performed displacement test and the insulin pump alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.